Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, e3, h2, h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-oct-2022 to 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device communication issue with server. The technical support specialist checked the server, and the station did not find the error that customer raised and confirmed no error on the station. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis medstation es system experienced communication issue with server which did not passed patient and medication information's on pyxis 2w a & b. The customer stated that user selected one patient using b and pulled part of the medications, but when user went to a it did not have the patient saved and also showed that medications not pulled from b and still popped up to be dispensed from a different machine. The customer confirmed that no double dosage administered due to this malfunction. Customer confirmed that there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device communication issue with server. The technical support specialist checked server and station could not find the error that customer raised and confirmed no error on the station. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system experienced communication issue with server which did not passed patient and medication informations on pyxis 2w a & b. The customer stated that user selected one patient using b and pulled part of the medications, but when user went to a it did not have the patient saved and also showed that medications not pulled from b and still popped up to be dispensed from a different machine. The customer confirmed that no double dosages administered due to this malfunction. Customer confirmed that there were no adverse events or injuries reported based on this event.